Event description:
Customer reported the system monitors went blank. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 24v power supply. System operates as intended.